Manufacturer narrative:
The tip was returned on (B)(6) 2020, evaluation is pending. A review of the device history records is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A solta senior account specialist reported that while conducting product training, a thermage tip sparked half way through use. No visible tear to the tip or patient injury was observed.

Manufacturer narrative:
The tip was returned and evaluated. The evaluation revealed that the tip passed flow and thermistor testing. It failed leaking and visual testing due to the observation of a dielectric breakdown on the tip. No functional testing was able to be completed as the dielectric breakdown was present. A review of the manufacturing records showed that all requirements were met. No patient injury occurred during treatment. Service confirmed the damage on the tip membrane along the radio-frequency trace. The investigation found that the damage to the radio-frequency trace is caused by stress concentrations on the flex assembly at the adhesive edge, causing arcing and subsequent burn-through of the flex circuit membrane.

Manufacturer narrative:
Corrected information in b4, d3, e1, g4 and h4.